Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance the led to the therapy turning on and off, patient stated nobody wanted to help patient and patient really wanted this device on. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the controller had a software problem message. The patient was in the middle of charging when the controller froze up and displayed 1-intellis, 2-3.0, 3-243, 4-qf_port. Troubleshooting had the patient reset the controller by removing and reinserting the battery pack and the controller seemed to be okay. The patient then tried to initiate a charging session and it kept telling him to reposition the antenna. The patient stated he was right up against the implant and then it changed to excellent and then to good and he continued to have issues. The indication for use was spinal pain. No patient symptoms reported. (B)(6) 2019 (con): additional information was received from patient. Patient noted he had been in pain for over a month. Patient services suggested patient contacted doctor office and a message would be sent to rep about this. It was noted his therapy was turning on and off and it was not helping his pain. Additional information later date stated that patient could not meet rep prior the feb,12th and they were not sure what they could do with patient at this time. No further complication were reported.